Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: battery would hold chargespecific component(s) involved: external battery malfunctionadditional text: battery would not hold chargeother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external batteryother intervention :implant device type: lvadmalfunction device type: